Event description:
Four (4) patient samples were run on three (3) different test panels: the cla inhalation 20 (2 tests), the cla atopy 20 (1 test) and the igg panel 20 (1 test). The laboratory noted that all test samples reported the exact same luminometer read outs (results). This is not clinically possible.